Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was published in wiley, titled, "cryoballoon or radiofrequency ablation? Alternating technique for repeat procedures in patients with atrial fibrillation" by roberto verlato,md, et. Al: periprocedural complications were uncommon in both groups. In the cb-then-rf group, only a few minor complications occurred.